Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 3 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 3 devices were found to be affected by detached and/or missing components. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 7 events were previously reported during the reporting quarter; however:   - 1 event was reported in error. 6 previously reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 6 reported events were confirmed. Evaluation results 4 devices were found to be affected by a detached/missing locking lever. 1 device was found to be affected by a missing front cap. 1 device was found to be affected by a detached trigger button.